Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 3331, 3259, 25) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 3331 - analysis of production records investigation finding: 3259 - improper physical structure investigation conclusions: 25 - cause traced to manufacturing the returned sample was inspected upon receipt and confirmed that the locking sleeve was difficult to turn. The sample was sent to the supplier for further evaluation. The quick connect was taken apart and it was noted that the connector had an abnormality under the locking sleeve. It appeared to be from a agent which caused the locking sleeve to stick and unable to be twisted. An awareness training was performed with associates to bring awareness to the issue. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Quick lock does not work.

Event description:
Quick lock does not work.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 4, 2023. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 3083 - locking mechanism. Health effect ¿ impact code: 2645- no patient involvement. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 2292- defective component. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the quick lock does not work. No patient involvement. The product was changed out. Procedure was completed successfully.